Event description:
Reporter indicated that vns pt was explanted due to infection. The pt had previously complained of swelling, redness and pain at generator site approximately one month post-implant and had picked at the site and pulled out a string. Follow-up with treating neurosurgeon at that time revealed that the incisions were healing well and that no infection was noted. It was later reported that the pt's device was explanted due to infection. The infection has reportedly resovled. Investigation to date has been unable to determine the cause of the reported event.